Manufacturer narrative:
Initial investigation by olympus finland concluded that the cause of the malfunction was the broken power cord and that the cause of the event was that neither the devices on the workstation nor the workstation itself had been powered off prior to the nurse re-plugging in the power cord to the mains supply. Olympus finland has provided an image of the subject device and its concomitant medical devices. The concomitant devices are within the va specifications for the workstation. The power cord has been removed from the hospital. The power cord will be returned to keymed ltd. For a full investigation.

Event description:
The olympus wm-np2 mobile workstation is intended for use in medical facilities under the direction of a trained physician and has been designed to be used with a range of olympus equipment to facilitate gi endoscopy, endosonic ultrasound, respiratory and surgical endoscopic procedures. Keymed has been made aware of an event in finland where a nurse reported that she had received an electric shock when she plugged the workstation into the power supply. During this event, all the lights on the medical devices, which were located on the workstation, powered on and then powered off immediately. There is no record that the nurse required treatment and she went home after her shift finished. The unspecified procedure was completed using a similar device. Hospital technicians noticed that the power cord of the workstation was broken, the nature of the breakage is not specified. The power cord will be returned to keymed for a full investigation.